Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of 60% stenosed lesions in anterior tibial artery (at) and posterior tibial artery (pt) through femoral artery access. Two treatments in the at and pt were performed. Once the oad was removed, a hole was observed in the oad driveshaft near the crown. The flow of saline to the tip of the oad was considered sufficient to avoid injury to the patient. No delay or adverse patient effects were reported.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported saline sheath damage is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported saline sheath damage could not be determined. Analysis identified a pin hole in the saline sheath 28.4 cm from the distal end. It is possible that the damage occurred due to handling during device set up or due to use techniques employed; however, this is not confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Event description:
It was reported that the stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of 60% stenosed lesions in anterior tibial artery (at) and posterior tibial artery (pt) through femoral artery access. Two treatments in the at and pt were performed. Once the oad was removed, a hole was observed in the oad driveshaft near the crown. The flow of saline to the tip of the oad was considered sufficient to avoid injury to the patient. No delay or adverse patient effects were reported.